Event description:
The manufacturer's rep reported that during insertion of the distal catheter, the tip detached due to high resistance to movement of the catheter through the needle. The entry level was near l2-3 and the catheter would not advance. Pressure was applied on the stylet and it was noted that the tip had detached. The needle was moved to l1-2 and another catheter was used without difficulty. The detached tip remains in the intrathecal space "with no negative effect." The pt has been experiencing good spasticity management and recovered without sequela.